Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low sensor scan while wearing the adc freestyle libre senor using librelink. On (B)(6) 2020, the customer obtained an unspecified lab glucose test and was treated with potassium and saline for a diagnosis of dka. The customer was hospitalized for 3 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and visual inspection was performed, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a low sensor scan while wearing the adc freestyle libre senor using librelink. On (B)(6) 2020, the customer obtained an unspecified lab glucose test and was treated with potassium and saline for a diagnosis of dka. The customer was hospitalized for 3 days. There was no report of death or permanent injury associated with this event.